Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond. The ventilator was returned to a third party service center for evaluation. No malfunction of the device was observed. The allegation was not confirmed.